Manufacturer narrative:
A1 - patient identifier: added. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil and the delivery wire were returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of the main coil and delivery wire revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15oct2025. It was reported that the coil could not be pushed out and became damaged. A 12mm x 40cm interlock .035 coil was selected for embolization of an internal iliac artery aneurysm. During the procedure, the coil became stuck in the catheter and could not be pushed out. Upon removal, it was noted that the coil was damaged. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the arm of the coil was detached.

Event description:
Reportable based on device analysis completed on 15oct2025. It was reported that the coil could not be pushed out and became damaged. A 12mm x 40cm interlock .035 coil was selected for embolization of an internal iliac artery aneurysm. During the procedure, the coil became stuck in the catheter and could not be pushed out. Upon removal, it was noted that the coil was damaged. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed that the arm of the coil was detached.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the main coil and the delivery wire were returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section; moreover, the arm of the coil was detached. Dimensional inspection of the main coil and delivery wire revealed the components were within specification. No other issues were identified during the product analysis.